Event description:
Reporter alleged obtaining a discrepant blood glucose result of 272 mg/dl back to back with a result of 132 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he took 2 units of regular insulin based on the 132 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported.